Manufacturer narrative:
It was reported that two shutdowns occurred during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. Based on the investigation performed, the technical root cause of the two shutdowns was determined to be a controller error but the cause of this controller errors cannot be determined.

Event description:
On (B)(6) 2018 a field service engineer was notified of two shutdowns that occurred during a case on (B)(6) 2018. Patient was in the room and anesthetized, approximately 10 minutes delay for re-initialization, no clinical consequences.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
On (B)(6) 2018 a field service engineer was notified of two shutdowns that occurred during a case on (B)(6) 2018. Patient was in the room and anesthetized, approximately 10 minutes delay for re-initialization, no clinical consequences.